Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Per (B)(4) risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 4.33. Cause - unable to seal off flow in stopcock. Effect (harm) - delay in patient treatment. Residual risk medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Per the customer complaint form, the product is not being returned, the drain was disposed of. No related capas. Further investigation to be carried out.

Event description:
(B)(6) - cracking and leaking between the system stopcock and the transducer, and seeing csf back into the transducer along with tiny air bubbles in the transducer. No injuries reported.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). . Several issues with the eds 3, currently on 2-3 patients. Customer reports the transducer connection does not get tight and that the bedside monitor cable pulls the transducer down causing a disconnection. They are also seeing csf back into the transducer along with tiny air bubbles in the transducer. Natus representatives discussed their practices for priming, attaching the transducer, and drain management, and also discussed different transducers. They will meet with the neuro ICU team to understand how they prime and if they use the "null" position. Pictures were provided. Customer was requested to return the affected product. Further investigation to be carried out.

Event description:
Nt821731c - cracking and leaking between the system stopcock and the transducer, and seeing csf back into the transducer along with tiny air bubbles in the transducer. No injuries reported.

Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). Lot number of the affected part was not confirmed. Complaint history review/trend analysis: (24 months review and percent of sales) (B)(4) previously confirmed "integ-tighten/hold/lock" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - cracking and leaking between the system stopcock and the transducer, and seeing csf back into the transducer along with tiny air bubbles in the transducer. No injuries reported.